Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the "downstream occlusion" message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant "downstream occlusion" alarms, which were not reproduced. The current reading of the downstream sensor was found out of specification. With an elevated signal level, the device would be more sensitive to pressure and could cause false alarms. The downstream sensor was replaced.